Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, a measurement of high, out of range pacing lead impedance was observed. When the patient presented all values were within normal range. The patient was stable and had no adverse impact.